Event description:
It was reported that the insulin pump had a scrolling keypad during a bolus attempt. The blood glucose reading was 162 mg/dl. The customer stated that she wears the insulin pump in her bra. She stated that she received an error on the insulin pump and that the device wanted to give her too much insulin. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.